Event description:
The distributor reported on behalf of the user facility an out of box failure of two devices. One device was reported to have had no data displayed upon connection. On september 27, 2006, additional info about the circumstance of the incident and pt status was requested. On october 3rd, 2006, the distributor stated that replacement product was available. No surgical delay or pt injury was reported.

Manufacturer narrative:
The device involved in the reported incident has been received and an investigation has been initiated.